Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device manufacturing date is unavailable. A medtronic representative went to site to test the equipment. Representative reported that fuses were replaced to resolve the issue. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect fuses have not been received by the manufacturer for evaluation.

Event description:
A medtronic representative on behalf of site reported that while outside of procedure, the pendant of the imaging system displayed scrolling blinking generator bars during startup. Rebooting the system did not resolve the issue. There was no patient present at the time of the issue.